Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the med fusion 4000 syringe infusion pump was alarming plunger not in place even after calibration. There was no reported patient involvement and no patient harm. This malfunction would likely to cause interruption of therapy during use.